Event description:
The customer reported during op check that a therapy knob failure was detected. There was no pt incident reported.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.